Event description:
The customer contacted stryker to report that their device failed to provide defibrillation therapy. During evaluation of the device electronic records it was observed that 'paddle lead off' was detected during intervention. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The root cause of the reported issue was determined to be user error.

Event description:
The customer contacted stryker to report that their device failed to provide defibrillation therapy. During evaluation of the device electronic records it was observed that 'paddle lead off' was detected during intervention. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. During evaluation of the device electronic records it was observed that 'paddle lead off' was detected during intervention. The device removed charge automatically after lead off detection. Shock button was pressed after lead off detection, therefore no shock was delivered. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.